Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer alleges the chair is pulling to the left when releasing the joystick.